Event description:
It was reported that a user attempted to start a new dexcom g7 sensor and did not wait the recommended warm-up period before attempting to pair with the ilet, resulting in pairing failure to the ilet while the sensor remained paired to the dexcom app. Symptoms included no reported adverse clinical effects and no alerts or alarms. Outcomes included no clinical impact, no medical intervention, and no hospitalization. Investigation included customer interview and troubleshooting with user education on appropriate warm-up and pairing sequence. Investigation of this case revealed user setup and use error related to premature pairing attempts before the sensor warm-up period. It was concluded that the device functioned as designed and that the event was attributable to user interaction, with no product performance failure identified.